Event description:
The patient with unknown weigh underwent coil embolization for aaa (abdominal aortic aneurysm). When the orbit coil (complaint product) was inserted in the micro catheter (prowler, catalog/lot unknown), friction occurred and the coil did not advance in the catheter. Eventually, the physician decided to remove the coil as it kinked. The procedure was continued using other product, and there was no patient injury.

Manufacturer narrative:
Additional information indicated that the (mc) microcatheter utilized was a prowler (unknown lot/catalog number). An adequate continuous flush was maintained through the mc at all times. Prior to use, the mc was not re-shaped, and there was no resistance between the (gw) guidewire and the mc when accessing the target site. However, there was resistance shortly after insertion/advancement of the coil through the mc, prior to exiting the mc. It is unknown if the same mc was utilized to complete the procedure. There were no kinks in the mc that may have contributed to the event; the only kink was reported on the coil. No additional intervention was required, since the entire coil was removed without difficulty or coil stretching. There was no adverse outcome to the patient as a result of the event. The product was received, but the has not been completed. Additional information will be submitted within 30 days of receipt.